Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. The physiologist suspected a conductor fracture, although it was not confirmed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise resulting in oversensing and lead conductor fracture. As received only the distal end of the lead was received for analysis. The reported events of noise resulting in oversensing was confirmed visual inspection of the lead found an external insulation abrasion breaching the ring electrode cable lumen in one location proximal to the suture sleeve tie impressions consistent with friction to the device can. The etfe cable coating of one ring electrode cable, inner lumen, and ptfe liner were abraded causing the ring electrode cable and inner coil to be exposed in the abrasion zone. The reported event of lead conductor fracture was not confirmed. Electrical testing did not find any indication of conductor fracture. The reported events of noise resulting in oversensing were isolated to the exposure of the ring electrode conductor cable and inner coil at the abrasion zone.